Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was broken. The following information was provided by the initial reporter: "requested a insyte autoguard w/ bc catheter be sent in due to it being "broken.""

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received an opened package containing a needle cover and the catheter adapter assembly. A microscopic inspection of the catheter adapter assembly was performed which revealed a hole in the catheter tubing with the characteristics of the needle piercing through the catheter. No other defects or damage was observed. The reported issue was confirmed. This type of defect can originate during use, however there are no signs of use present and as reported, the defect was observed before use. The root cause likely is manufacturing related. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was broken. The following information was provided by the initial reporter: "requested a insyte autoguard w/ bc catheter be sent in due to it being "broken."